Event description:
The conmed model 7550 argon beam coagulator (abc) was used during a colonoscopy procedure to repair a bleed in the bowel. Several attempts were made to coagulate the tissue without success. In addition, the video image on the sony lmd1950md display would become distorted then blackout with an error message. The error reads no rgb connection. The video image returns to normal when the abc energy output is turned off at the foot switch. The colonoscopy procedure was completed using this same device in the bipolar mode. The video system worked fine during the use of bipolar.